Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported there was a crack on his insulin pump's screen. He stated the damage had occurred when when he was at work. The customer's blood glucose was unknown. He also reported that he was unable to exit out of the priming screen. The customer declined to replace his insulin pump. No additional information provided.